Event description:
Devices were received in the deco lab; however, complaint was not specified, unk problem.

Manufacturer narrative:
The device was returned and evaluated. Unit 1. Rec'd (1) complete flotrac kit. Kit appeared not used. No visible priming fluid inside the kit and paper shirt-bands were still wrapped around the tubing coils. Both flo trac sensor and dpt zeroed and sensed pressure. However, pressure readings quickly dropped due to leakage at zero-stopcock. Leakage occurred from multiple cracks around bonded female luer of zero-stopcock. Stress marks also evident at the damaged luer. No other visible damage was observed from the kit. Unit 2. Is not reportable.